Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Following an implant procedure (B)(6) 2018, the patient died (B)(6) 2018. Reportedly, the cause of death was cardiac arrest.